Event description:
It is reported that the patient was revised due to septic loosening. The surgeon replaced the shell, liner and head and inserted an antibiotic cement spacer.

Manufacturer narrative:
This report will be amended when our investigation is complete.